Event description:
It was reported that the customer received units with a broken cuff. Additionally it was reported that there was no immediate contact with the patient; it seems the cuff just broke off. No medical intervention necessary.

Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during the manufacturing process of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: e4: correction: customer reported to FDA: no information.